Manufacturer narrative:
The philip's field service engineer (fse) pulled the diagnostic report (drpt) log and found no "check vent" or vent inop" error codes. A complete performance verification procedure was performed. All tests passed. The system meets the specification for the performed service and is returned to use. No parts were replaced in the repair of the unit.

Manufacturer narrative:
Submission date: 25sep2021.

Event description:
It was reported to philips that the device was not producing pressure or oxygen. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.